Event description:
It was reported from (B)(6) that during a minimally invasive spine (mis) spinal decompression surgical procedure, it was discovered that the attachment device broke. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number (B)(6). The reporter¿s complete address was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running over temperature specifications. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.